Event description:
The customer reported obtaining intermittent erratic red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results from the coulter act diff 2 analyzer in both open and closed vial mode. The customer stated that samples were run in closed vial mode and repeated in open vial mode. However, the customer indicated that discrepancy had also been observed when the samples were repeated in closed vial mode. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided results from one patient sample for review. The sample run in closed vial mode on the instrument produced higher rbc/hgb, and lower plt results with flagging as compared to the rerun results of the sample run in open vial mode on the same instrument. The customer regarded the repeat results as correct. The customer stated that there were other previous samples which recovered erratic rbc/hgb, and plt results but no data has been provided by the customer for review. The customer indicated that quality control (qc) samples were not affected for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the red blood cell (rbc) and white blood cell (wbc) baths were slow to drain. The fse proceeded to replace the waste pump and drain solenoid valves for both baths (lv12 for the wbc bath and lv15 for the rbc bath) to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications.